Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was stuck on motor error. Customer stated that they experienced high blood glucose and blood value was 23 mmol/l. The customer was assisted with troubleshooting. Customer was able to clear the insulin pump alarm, but during rewind, motor error occurs again. Customer was unable to complete insulin pump rewind. Customer stated that drive support cap was normal. The insulin pump was not exposed to high magnetic field. The device will be returned for analysis.